Manufacturer narrative:
(B)(4). The customer returned, one safe d-pro sheath for evaluation. The dilator was not returned. Visual inspection of the sheath revealed, that the inner valve within one of the hub halves and the valve housing of the hub had broken and separated. The sheath appears to have torn down the score lines as intended. The sheath extrusion was still molded onto both tabs. Signs of use were observed, on the sheath. Microscopic examination confirmed, the damage. The length of the sheath body from the hub to the distal tip measured 130 mm or 5.118". Which is within, the specifications of 4.71"-5.31", per the sheath/dilator assembly product drawing. Functional testing could not be performed, due to the damage to the returned sheath. Manufacturing was contacted as a part of this complaint investigation. They stated, that a similar defect has been observed, before where the valve was damaged. They confirmed, that the damage is a supplier issue. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit states: "do not use excessive force when introducing guidewire or tissue dilator, as this can lead to vessel perforation , bleeding or component damage. Precaution: dilators and catheters should be removed slowly from sheath. Rapid removal may damage valve resulting in blood flow through valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action". The customer report of a sheath body damage was confirmed, by a complaint investigation of the returned sample. The inner valve within one of the hub halves and the valve housing of that hub half had broken and separated. Based on the sample returned and the fact that the sheath is a purchased component and comments from manufacturing. The observed, defect is a supplier issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported, that early in the procedure. When inserting the sheath, the peel away portion broke apart and was lodged in the patient. This portion had to be removed before proceeding. Occurred, during insertion in the int/ext jugula in the medical imaging department. The device was removed in it entirety and was replaced. The patient was reported, as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: early in the procedure when inserting the sheath the peel away portion broke apart and was lodged in the patient. This portion had to be removed before proceeding. Occurred during insertion in the int/ext jugula in the medical imaging department. The device was removed in it entirety and was replaced.the patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: early in the procedure when inserting the sheath the peel away portion broke apart and was lodged in the patient. This portion had to be removed before proceeding. Occurred during insertion in the int/ext jugula in the medical imaging department. The device was removed in it entirety and was replaced. The patient was reported as fine post the procedure.